Event description:
Physician used a closurefast catheter during treatment of patients great saphenous vein (gsv). The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A guidewire was used for the insertion of the catheter. Tumescent infiltration was utilized. Local anesthesia was utilized. Hand compression was utilized. Procedure was completed per IFU and the patient went home without complaints. It was reported a day after procedure, patient experienced pain when walking and an irritation/burning sensation near the access point. The patient did not complain of pain during active treatment. There were no other devices utilized. The irritation/burn is being treated with non-steroidal anti-inflammatory drugs (nsaids). The irritation/burn is still present.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there were no issues noted with catheter during procedure and there was no visible damage to the coil heating element. The coil was not exposed and no coagulant build-up on the heating element. No error messages/codes/warnings were displayed on the rfg. Nsaid's were prescribed by physician and the issue was resolved 2 weeks after procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis ¿one image was received. The image is of the calf of a patient¿s leg, seemingly after a closurefast procedure. The patient¿s calf is bruised and swollen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.